Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: the possible adverse effect from the staples and prineo, may be responsible for the delay in recovery I am experiencing. The healing process of my knee has hit a ¿status quo¿, to quote my physical therapist, with a slight down turn. This I believe is related to a build up of scar tissue, from the postponement of pt due to the allergic reaction this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: the condition of my knee post-op has not improved, but deteriorated. From lymphedema, to increased pain and lack of mobility. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: the condition of my left leg, ie. Knee is not improving. I am now forced to see a lymphedema specialist ,I wear a compression sock and compression devise. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: adverse event problem component code: g07002 - device not returned. Additional information provided: a follow up with the physician is scheduled for (B)(6) 2023. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Is a photo available of the patient reaction? If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon? No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee replaced on (B)(6) 2022 and topical skin adhesive was used. Patient had a reaction 24 hours after, closed with staples and adhesive. The knee was swollen, itching, angry, touch sensitive, and some staples 'ripped.' Within a few days he saw the physician who treated with a steroid prescription and a burn cream which did not help. The knee gradually improved and at the 2 week follow up with his surgeon it 'looked better.' Physical therapy was delayed by 4 weeks, the knee is still sensitive, and scarring is present.